Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 505 mg/dl while using a contact detach 23-inch, 6 mm infusion set, and the healthcare provider administered a dose of rapid-acting subcutaneous insulin. The user then changed all infusion supplies and confirmed glucose returned to range. Symptoms included hyperglycemia, fatigue and disorientation. Outcomes included resolution of hyperglycemia after infusion set replacement and corrective insulin. Investigation included customer care follow-up and user education on replacing all infusion supplies when high glucose alerts occur, along with a drip test indicating flow at the needle after a press-and-hold. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion site or set performance issue suggested by the user¿s observation of drops after manipulation and subsequent normalization after a full supply change. It was concluded that the event was consistent with hyperglycemia of undetermined cause, with user re-education provided and no further clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.